Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during the procedure, on the right side of the patient, the capio did not catch the dart. After several attempts, the dart detached from the suture and was left in the body. The procedure was completed with a single capio device with an extra suture to fix the mesh on the patient¿s right side. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device revealed that the carrier on the capio slim device is slightly bent when exiting the capio head. The carrier aligns with the catch when fully depressed. The condition of the bent carrier would cause the dart to miss the cage on the capio slim when exiting bodily tissue. The uphold lite mesh assembly was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during the procedure, on the right side of the patient, the capio did not catch the dart. After several attempts, the dart detached from the suture and was left in the body. The procedure was completed with a single capio device with an extra suture to fix the mesh on the patient¿s right side. The patient's condition at the conclusion of the procedure was reported to be stable.